Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any finding relevant to this report.

Event description:
Device malfunction: clip deployed in the distal end of exchange sheath. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of starclose se device attempted arteriotomy closure of a heavily calcified common femoral artery after a diagnostic procedure. Reportedly, after uneventful step-by-step clip deployment, bleeding continued. Inspection of the device revealed that the clip deployed in the distal end of the exchange sheath. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.